Manufacturer narrative:
Hologic technical support (ts) attempted to follow up with customer multiple times to no avail. Eventually customer was able to be reached and reported there were no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported questioning the results of a sars-cov-2 tma run done on panther instrument sn (B)(4). Customer did not specify what they were questioning, and technical support could not reach them for more information.